Manufacturer narrative:
H10. Updated/additional information ¿ d4. G1. G2. G4. H6. H7. H8. H9. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis. H11. Corrections ¿ d4.

Manufacturer narrative:
Additional manufacturer narrative- additional information- a2, a3, b3, b5, d6b. There is no additional information available.

Event description:
Revision operative report-preoperative diagnosis: periprosthetic osteolysis of right hip. Patient was revised to competitor's devices. The femoral component and stem were inspected and found to be well fixed. The acetabular component was found to be loose. Significant retroacetabular osteolysis but no discontinuity. Heterotopic ossification that was impeding range of motion was removed. Findings: severe osteolysis & heterotopic ossification. The patient tolerated the procedure well and was transferred to recovery in stable condition. There is no additional information available.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2012. It is tentatively scheduled to be explanted for the fall of 2023. The patient had an exactech prostheses implant in his right hip (B)(6) on (B)(6) 2012. On or around (B)(6) 2023, radiology studies demonstrated polyethylene wear, bone loss and osteolysis, in the setting of recalled implants, leading to the recommendation for explantation of both hip prostheses, which is tentatively planned for the fall of 2023. The patient has suffered right sided hip pain, swelling, loss of motion, difficulty ambulation and edema. He has additionally suffered bilateral hip osteolysis and bone loss and will, upon information and belief, require bilateral hip prostheses explantation in the near future.